Event description:
Fluoroscopy malfunctioning during procedures. Upon investigation by manufacture, it was determined that the hard drive was full. Manufacturer required to purge images and reformatting of the hard drive was necessary. Manufacturer response for radiographic, allura (per site reporter). Manufacturer responded and clear data from hard drive. Educated staff on clearing images.